Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink solution set with duo-vent spike fell out of the bag, resulting in a leak during preparation for chemotherapy. The set was used with an exactamix total parenteral nutrition bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.